Event description:
Over-sensing of atrial pacing was seen on the rv lead, the rv sensitivity was reprogrammed and the lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).